Event description:
The event is reported as: a burning smell was coming from the unit during use on a pt. It is also alleged that a light was noted to be flickering. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.